Manufacturer narrative:
A 2 years retrospective analysis of the microport crm's complaints has been performed to review the reportability decision to FDA. The current event met the reportability criteria. Therefore, a MDR is sent by taking into account the validation date of this retrospective analysis as the last information received (28 june 2024). Based on events tracked by the smartview logfiles and based on the events described for the reported incident, the problem could be the inability to decipher the memory block specific to the patient's data. Probably the non-decryption of patient's data memory is such as to disable the text fields specific to patient data (and therefore prevent the user from entering patient data). Based on available data, it is reasonable to consider that this issue is linked to the smarttouch tablet (os and/or the ulys programming module). By hypothesis the reported issue might be related to issues to decrypt patient data caused by telemetry issues. No issue on the associated ulys s/n (B)(6) is suspected.

Event description:
Reportedly, during implantation of ulys ICD it was not possible to enter any patient data since the on-screen keyboard was not displayed. Even end the session and re-interrogation didn't solve the issue. Restart of the used tablet s/n (B)(6) solved the issue.